Event description:
Complaint involves custom angiographic kit. As reported by sales representative to japanese distributor, "air was coming in at the juction of the tube line and the drip chamber" and "the connection was bad between drip chamber and the tube." There was no pt injury.